Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure with a prostar 8 fr. Device. The device was deployed and two needles missed the barrel. Resistance to deployment was reported. The cardioligist attemted to back down the needles but was unsuccesful. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident.